Event description:
A customer called regarding discordant accu tni results between an access 2 instrument and a second chemistry analyzer used in the customer's lab. The actual elevated accu tni result generated by the access 2 was not provided by the customer. The elevated result was determined to be discordant based on a system-generated flag (delta check). This flag informed the user that the pt had previous low results. The other chemistry instrument generated an accu tni result of 0.340 ng/ml. The customer performed multiple repeat testing of the pt's sample on both the access 2 and the other chemistry analyzer. The access instrument had an average accu tni recovery of 4.7 ng/ml. The other chemistry analyzer had an average accu tni recovery of 0.35 ng/ml. The customer did not provide the number of times the sample was retested on each instrument. The customer indicated that the laboratory personnel believed the other chemistry analyzer because it "correlates better with the pt's other chemistries." The customer indicated the physician has not questioned any of the pt results and that the lab has not sent any corrected reports for this pt. The customer has not received any reports of change to the pt treatment that can be attributed to this event.